Event description:
Initially reported as thermal coating of the device was peeling but upon receipt of product and invesitgation the heat shrink of the device split during device use but did not impact product performance.

Event description:
Thermal coating peeled back from tip.

Manufacturer narrative:
Product event # (B)(4) initial reported complaint was for thermal coating of device peeling which represents a reportable event due to risk/potential risk and precedent but upon receipt of product the initial reported information was not correct. No peeling of the thermal coating was noted but the device heat shrink had split likely due to failure of the user to clean the device during use or utilizing the device in too deep of a tissue area. The revised information does not represent a reportable event based on risk/potential risk and precedent therefore this incident is deemed to be not reportable both based on initial information and investigation. Lhr / DHR review: no associated manufacturing issues. Investigation plan: since the complaint can be fully tested through visual inspection, functional testing is not necessary and will not be performed. Testing performed: device was shipped in (B)(4) shipper box. A piece of paper was also in the box and had the rga number and lot number of the device and is identical to the information within the gch product event. Device was in a biohazard bag and doubled bagged. Device appears to have been used. There is dried blood along handle, shaft and blade. There are clumps of dark material on the shaft near blade which is most likely to be blood. It appears that the heat shrink has been pulled away from the shaft. However the coating is still intact and not peeled back from the device. Investigation conclusion: the complaint of the coating peeling back could not be confirmed. None of the coating on the blade appears to have peeled back from the device. The accumulation of dried blood on the blade may have been perceived as the coating peeling. It was noted however that the heat shrink was peeled back away from the shaft out of specification therefore this overall complaint will be confirmed (out of specification). It is likely that failure to clean the blade or utilizing the blade too deeply in tissue caused the split and peel back of the heat shrink. (B)(4).

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.